Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. The reported product is not expected to be returned as reporter indicated the device was discarded. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. Abbott diabetes care (adc) received an lakemedelsverket user report which reported the following information: "the patient received an alarm for low values from the pump which then also turned off the insulin supply. This went on for several hours, even though the customer ate carbohydrates, the sensor value only rose slightly and then fell ill again below the level too low. The insulin pump stopped its insulin supply. The patient experienced symptoms of high blood sugar including fatigue, thirst, frequent urination, and felt worse, drowsy, dizzy, and nauseated. The patient measured their blood sugar capillary of 25 mmol/l and blood ketones which showed 2.2 mmol/l which indicated insulin deficiency. The sensor at the time showed values between 2.5 - 7 mmol/l. The patient then chose to seek emergency care and presented via the emergency unit in linköping where hyperglycemia was diagnosed but no ketoacidosis." Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.